Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote balloon catheter with an unidentified guide wire. The balloon was loosely folded. The guide wire outer diameter was measured to be .0136". Analysis of the tip, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed tip damage, balloon material damage (hole/perforations) in the distal cone area, balloon/inner shaft damage (buckling) for a length of 10.9cm that started approximately 5mm from the tip of the device. Inspection of the rest of the device found no other damage or defects. The wire was attempted to be removed from the catheter, but the wire was firmly stuck in the damaged inner shaft. Review of the product specification indicates the coyote is compatible with a .014" guide wire. The reported information indicates the coyote was used with a .0136" guide wire; therefore, there is no indication of a compatibility issue.

Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 60mm x 150cm coyote balloon catheter was selected for use; however, the balloon catheter became stuck on the guidewire. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. A 3.0mm x 60mm x 150cm coyote balloon catheter was selected for use; however, the balloon catheter became stuck on the guidewire. No patient complications were reported.